Manufacturer narrative:
One medfusion pump was returned for evaluation. Visual inspection of the device found the top case chipped and cracked, and bottom cases to be cracked. Upon set-up for flow test and inspection, device was noted to have cracked housing and torn ribbon cable connector; could not run pump to check for clutch error. The reported customer complaint has been confirmed, and the problem source has been determined to be user interface. This issue is a result of the customer's physical damage to the device; beyond device repair, no further action will be taken on this issue.

Event description:
Information was received that a smiths medical medfusion syringe pump has cracked housing, clutch error, and a torn ribbon connector on interior. No patient involvement.